Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to b5 describe event or problem for more information regarding the specific circumstances of this event.

Event description:
It was reported that during a follow-up visit to perform an ajmaline test on a newly implanted subcutaneous implantable cardioverter defibrillator (s-ICD), this device was unsuccessful in converting the first induced ventricular flutter (vf). A repeat shock was delivered and was successful. It was suspected that the vf was undersensed. At implant defibrillation threshold testing was performed with sense configuration in primary vector. The following day optimization was performed with patient lying and sitting with sense configuration in secondary vector and the programming was left in secondary vector. X-ray imaging was provided for review and showed the diaphragm was potentially close to the sensing path of the secondary vector. Boston scientific technical services considered the first shock was delayed due to noise detection; the noise had signal signature pointing towards tetany muscle activity. Boston scientific technical services suggested that a change in vector would not have brought better detection and provided troubleshooting recommendations. No adverse patient effects were reported. This s-ICD and electrode remains in-service.

Event description:
It was reported that during a follow-up visit to perform an ajmaline test on a newly implanted subcutaneous implantable cardioverter defibrillator (s-ICD), this device was unsuccessful in converting the first induced ventricular flutter (vf). A repeat shock was delivered and was successful. It was suspected that the vf was undersensed. At implant defibrillation threshold testing was performed with sense configuration in primary vector. The following day optimization was performed with patient lying and sitting with sense configuration in secondary vector and the programming was left in secondary vector. X-ray imaging was provided for review and showed the diaphragm was potentially close to the sensing path of the secondary vector. Boston scientific technical services considered the first shock was delayed due to noise detection; the noise had signal signature pointing towards tetany muscle activity. Boston scientific technical services suggested that a change in vector would not have brought better detection and provided troubleshooting recommendations. No adverse patient effects were reported. This s-ICD and electrode remains in-service.